Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone. The customer stated he will replace the bd to gui cable to isolate the problem. Covidien was not authorized to service the device.